Manufacturer narrative:
Several attempts have been made to obtain additional details of the reported event. The lot numbers and specific instrument models used are unknown. The product is not available for investigation. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/exposure/explant is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Erosion is labeled in the product instructions for use (IFU) warning section. When used correctly as intended, the clinical benefit to the patient for the treatment of stress urinary incontinence outweighs this risk.

Event description:
During investigation of complaint (B)(4) sales rep stated that "dr. (B)(6) had the industry expected 1-3%. He said he had 3 in the past year." Additional information has been requested from surgeon including details, treatment, and lot numbers associated with issue. Sales rep responded with additional information: "the statement of dr. (B)(6) mesh erosions wasn't meant to be a complaint. When I spoke to him, he mentioned it to merely say he is well within the industry standard of 1-3% for mesh erosions, not to say anything was wrong with our product. Since he didn't seem alarmed, I did not ask any further questions." This submission is MDR 1 of the 3 reported adverse events of erosion.